Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient is experiencing thigh pain three months postop.

Manufacturer narrative:
An event regarding pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "I have seen the x-rays for this patient with thigh pain at 3-months post implantation of an accolade-ii stem with trident cup. Initial postop films confirm an adequate size and position of devices although cup anteversion may be a bit on the low side but such would rather cause groin pain and not thigh pain and even then only with gross malposition. There is no lateral x-ray for confirmation, so this remains something for future evaluation. The 3-month x-rays are unchanged from the postop films and this is expected behavior. At least 6-months are required to observe any relevant changes such as cortical remodeling changes associated with distal fixation. This is a frequent cause of thigh pain but cannot yet be proven with the current info. As such can this case not be solved with the current information and requires more info, especially longer radiological follow up, similar to the wait-and-see attitude of the surgeon which appears the current best approach. No device pathology is evident at this time." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided x-rays by a clinical consultant concluded "this case not be solved with the current information and requires more info, especially longer radiological follow up, similar to the wait-and-see attitude of the surgeon which appears the current best approach. No device pathology is evident at this time." Further information such as, primary operative reports, x-rays and past/clinical medical history are needed to complete the investigation. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported patient is experiencing thigh pain three months postop.